Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two leads were attempted and not used during the implant of the right ventricular (rv) lead. One rv lead exhibited high impedance and was not used. Another lead was attempted and not used due to the lead helix would not extend. A third lead placement attempt was successful. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.